Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the facility requested rxverify approval again for the medication. A technical support specialist (tss) confirmed that the request was made for ativan 0.5 mg, which was subsequently approved. Following the approval, the director of nursing successfully issued the medication from the patient profile. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medication was already showing as approved but on the patient profile it was prompting for verification.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.